Manufacturer narrative:
H.6. Investigation summary:bd received 10 representative samples from the lot in closed packages. A review of the device history record revealed no irregularities during the manufacture of the reported lot. The samples were visually analyzed and the claimed defect (barbs) was not observed. However, silicone droplets were observed in the catheter. It should be noted that this silicone does not cause harm to the user and is used to assist in catheter sliding during venipuncture. The root cause of this issue on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping and final assembly process. A corrective action project has been initiated to investigate the issue. CAPA (B)(4).

Event description:
It was reported that foreign matter was found with a angiocath 20ga x 1,16in 1,1 x 30mm. The following information was provided by the initial reporter, "barbs on the tip of the catheter. Information received by email on (B)(6) 2019: the incident was noticed during the use, in the moment of the catheter introduction in the veins. In the introduction of the catheter, the patient's veins get injured, making the puncture impossible."

Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that foreign matter was found with a angiocath 20ga x 1,16in 1,1 x 30mm. The following information was provided by the initial reporter, "barbs on the tip of the catheter. Information received by email on 6/24/2019: the incident was noticed during the use, in the moment of the catheter introduction in the veins. In the introduction of the catheter, the patient's veins get injured, making the puncture impossible."